Event description:
Boston scientific received information that during a follow up visit interrogation revealed this device had reached elective replacement indicators (eri) one week earlier. There was concern that the battery had depleted more rapidly than expected due to increased charge time. Two months earlier, the battery voltage was 2.84v with charge time of 17.2 seconds. A replacement procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When the device has been removed and returned, analysis will be performed and this event will be updated.